Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge change error message while attempting to load a new cartridge. The customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge successfully.

Manufacturer narrative:
Correction: lot number. Additionally: the customer reported that the cartridge guide rails measured and had a 0.015" to 0.020" difference compared to "non-defective" cartridges.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.